Manufacturer narrative:
Visual and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficult to close was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The reported cuff miss is likely due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2921 was added.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: device analysis showed that the lever was closed and the foot was partially retracted. Follow up with the account was conducted. It was confirmed that there was an issue closing the lever/foot during the procedure; however, no vessel damage occurred due to the foot closure issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.